Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, myopotential oversensing was observed. The myopotentials were reproducible with deep breathing. Programming changes were made and the patient was stable and will continue to be monitored.